Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: periods were painless in the past. No allergy tests performed before essure insertion. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("haemorrhages"), dysmenorrhoea ("very strong period cramps"), headache ("strong headaches"), hypersensitivity ("allergies all over my body"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general worsening of my mouth"), gingival disorder ("general worsening of my gums"), urinary tract infection ("urinary tract infections"), sciatica ("sciatica"), fatigue ("general fatigue"), blindness ("vision loss") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, genital haemorrhage, dysmenorrhoea, headache, hypersensitivity, alopecia, tooth loss, oral disorder, gingival disorder, urinary tract infection, sciatica, fatigue, blindness and mood swings was resolving. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure. The reporter commented: since the insertion of the ¿essure¿ devices I have been suffering all these ailments for years, which have led me to require the use of the general medical services and the emergency medical services very frequently for the listed symptoms. Problems in the relationship with my partner. However, I never received an explanation for all the pain and discomfort I suffered. Finally, in 2017 I decided to have the essure device removed, since at that time I had been advised to do so by several gynecologists after the problems the device caused in other women. From the moment I had the device removed, and even though it was done via a surgical procedure, the symptoms (or most of them) started to disappear, and I promptly started to feel much better. Despite the general improvement, bodily injuries still persist. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("lumbar pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: periods were painless in the past. No allergy tests performed before essure insertion. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced back pain (seriousness criteria medically important and intervention required), genital haemorrhage ("haemorrhages"), dysmenorrhoea ("very strong period cramps"), headache ("strong headaches"), hypersensitivity ("allergies all over my body"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general worsening of my mouth"), gingival disorder ("general worsening of my gums"), urinary tract infection ("urinary tract infections"), sciatica ("sciatica"), fatigue ("general fatigue"), blindness ("vision loss") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). At the time of the report, all of the events were resolving. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure administration. The reporter commented: since the insertion of the ¿essure¿ devices I have been suffering all these ailments for years, which have led me to require the use of the general medical services and the emergency medical services very frequently for the listed symptoms. Problems in the relationship with my partner. However, I never received an explanation for all the pain and discomfort I suffered. Finally, in 2017 I decided to have the essure device removed, since at that time I had been advised to do so by several gynecologists after the problems the device caused in other women. From the moment I had the device removed, and even though it was done via a surgical procedure, the symptoms (or most of them) started to disappear, and I promptly started to feel much better.despite the general improvement, bodily injuries still persist.the patient still not in good health, receiving treatments and assessing the sequelae suffered. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 19-oct-2020: quality safety evaluation of ptc. 20-oct-2020: ha reference number added. 20-oct-2020: no new information. 01-may-2021: no further information expected, case closed. 13-dec-2021: the follow information were included lawyer's reporter, and patient still not in good health, receiving treatments and assessing the sequelae suffered on reporter causality comment. 09-dec-2022: no new clinical significant information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("eaving only a small part inside the tube without protruding into the endometrial cavity"), device expulsion ("essure partially in endometrial cavity.") And back pain ("lumbar pain") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("complication of device removal"). The patient had a medical history of hyperlipidemia, paresthesia, muscle pain, parity 3, abortion, multi gravida, swelling nos and polymenorrhea. Periods were painless in the past. No allergy tests performed before essure insertion. Concurrent conditions were listed as myalgia, low back pain, joint pain, abdominal pain, hematuria, asthenia, anxiety, amenorrhea, irregular menstruation, iron deficiency anemia, tiredness, hypermenorrhea, depression, dysthymia, follicular cystitis, pelvic discomfort, allergic rhinitis, asthma and genital bleeding. The only concomitant product mentioned was primolut (hydroxyprogesterone caproate) for polymenorrhoea, ovarian cyst and anxiety disorder since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced device breakage (seriousness criterion intervention required), device expulsion (seriousness criterion intervention required), back pain (seriousness criteria medically important and intervention required), genital haemorrhage ("haemorrhages"), dysmenorrhoea ("very strong period cramps"), headache ("strong headaches"), hypersensitivity ("allergies all over my body"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general worsening of my mouth"), gingival disorder ("general worsening of my gums"), urinary tract infection ("urinary tract infections"), sciatica ("sciatica"), fatigue ("general fatigue"), blindness ("vision loss") and mood swings ("mood swings"). The patient was treated with rupafin (rupatadine fumarate), symbicort (budesonide, formoterol fumarate) and terbasmin (terbutaline) as well as surgery (hysterectomy + double salpingectomy., on (B)(6) 2015 complete right and incomplete left essure extracted and essure removal). At the time of the report, the back pain, genital haemorrhage, dysmenorrhoea, headache, hypersensitivity, alopecia, tooth loss, oral disorder, gingival disorder, urinary tract infection, sciatica, fatigue, blindness and mood swings were resolving and the device expulsion had resolved. The reporter considered alopecia, back pain, blindness, device breakage, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure administration. The reporter commented: he patient underwent essure by hysteroscopy, which was difficult: left ostium six rings, right ostium 7 rings. Since the insertion of the ¿essure¿ devices I have been suffering all these ailments for years, which have led me to require the use of the general medical services and the emergency medical services very frequently for the listed symptoms. Problems in the relationship with my partner. However, I never received an explanation for all the pain and discomfort I suffered. Finally, in 2017 I decided to have the essure device removed, since at that time I had been advised to do so by several gynecologists after the problems the device caused in other women. From the moment I had the device removed, and even though it was done via a surgical procedure, the symptoms (or most of them) started to disappear, and I promptly started to feel much better. Despite the general improvement, bodily injuries still persist. The patient still not in good health, receiving treatments and assessing the sequelae suffered. In 2015 she retired via hysteroscopic right essure and part of the left one that was in the uterine cavity was trimmed. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2019: hyperdense linear image projected on the left hemipelvis of about 1.5mm in length that it may or may not be a small remnant of essure, where it gives the impression that the essure is fragmented [allergy test] on (B)(6) 2019: sensitization to nickel sulfate [hysterosalpingogram] on (B)(6) 2010: contrast was introduced into the uterine cavity after catheterization of the cervix, showing a uterus of semi-arcuate morphology with bilateral tubal obstruction due to placement of essure that protruded into the endometrial cavity [hysteroscopy] on (B)(6) 2015: surgical diagnostic hysteroscopy was performed without incident, complete right and incomplete left essure extracted, leaving only a small part inside the tube without protruding into the endometrial cavity. Technique: hysteroscopy showing right essure practically in the cavity and left essure partially detached towards the cavity (practically in its entirety). The right essure is removed with tweezers without difficulty and the left essure (almost complete) is cut with scissors [spinal x-ray] on (B)(6) 2016: disc osteoarthritis of c5-c6 and c6-c7, uncoarthrosis [ultrasound scan] on (B)(6) 2010: essure echo can be seen in the lower cavity; (date unknown): uterus normal size. Normal appendices. Essure which has part of its length in the endometrial cavity. [X-ray of pelvis and hip] on (B)(6) 2009: proper essure post-insertion control quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 24-may-2024: new events device breakage, partial expulsion of device, essure removal complication were added. New reporters were added. Medical history, concomitant conditions, concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("eaving only a small part inside the tube without protruding into the endometrial cavity"), device expulsion ("essure partially in endometrial cavity.") And back pain ("lumbar pain") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("complication of device removal"). The patient had a medical history of hyperlipidemia, paresthesia, muscle pain, parity 3, abortion, multi gravida, swelling nos and polymenorrhea. Periods were painless in the past. No allergy tests performed before essure insertion. Concurrent conditions were listed as myalgia, low back pain, joint pain, abdominal pain, hematuria, asthenia, anxiety, amenorrhea, irregular menstruation, iron deficiency anemia, tiredness, hypermenorrhea, depression, dysthymia, follicular cystitis, pelvic discomfort, allergic rhinitis, asthma and genital bleeding. The only concomitant product mentioned was primolut (hydroxyprogesterone caproate) for polymenorrhoea, ovarian cyst and anxiety disorder since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. . On unknown date she experienced device breakage (seriousness criterion intervention required), device expulsion (seriousness criterion intervention required), back pain (seriousness criteria medically important and intervention required), genital haemorrhage ("haemorrhages"), dysmenorrhoea ("very strong period cramps"), headache ("strong headaches"), hypersensitivity ("allergies all over my body"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general worsening of my mouth"), gingival disorder ("general worsening of my gums"), urinary tract infection ("urinary tract infections"), sciatica ("sciatica"), fatigue ("general fatigue"), blindness ("vision loss") and mood swings ("mood swings"). The patient was treated with rupafin (rupatadine fumarate), symbicort (budesonide, formoterol fumarate) and terbasmin (terbutaline) as well as surgery (hysterectomy + double salpingectomy., on (B)(6) 2015 complete right and incomplete left essure extracted and essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, genital haemorrhage, dysmenorrhoea, headache, hypersensitivity, alopecia, tooth loss, oral disorder, gingival disorder, urinary tract infection, sciatica, fatigue, blindness and mood swings were resolving and the device expulsion had resolved. The reporter considered alopecia, back pain, blindness, device breakage, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure administration. The reporter commented: he patient underwent essure by hysteroscopy, which was difficult: left ostium six rings, right ostium 7 rings. Since the insertion of the ¿essure¿ devices I have been suffering all these ailments for years, which have led me to require the use of the general medical services and the emergency medical services very frequently for the listed symptoms. Problems in the relationship with my partner. However, I never received an explanation for all the pain and discomfort I suffered. Finally, in 2017 I decided to have the essure device removed, since at that time I had been advised to do so by several gynecologists after the problems the device caused in other women. From the moment I had the device removed, and even though it was done via a surgical procedure, the symptoms (or most of them) started to disappear, and I promptly started to feel much better. Despite the general improvement, bodily injuries still persist. The patient still not in good health, receiving treatments and assessing the sequelae suffered. In 2015 she retired via hysteroscopic right essure and part of the left one that was in the uterine cavity was trimmed. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2019: hyperdense linear image projected on the left hemipelvis of about 1.5mm in length that it may or may not be a small remnant of essure, where it gives the impression that the essure is fragmented [allergy test] on (B)(6) 2019: sensitization to nickel sulfate [hysterosalpingogram] on (B)(6) 2010: contrast was introduced into the uterine cavity after catheterization of the cervix, showing a uterus of semi-arcuate morphology with bilateral tubal obstruction due to placement of essure that protruded into the endometrial cavity [hysteroscopy] on (B)(6) 2015: surgical diagnostic hysteroscopy was performed without incident, complete right and incomplete left essure extracted, leaving only a small part inside the tube without protruding into the endometrial cavity. Technique: hysteroscopy showing right essure practically in the cavity and left essure partially detached towards the cavity (practically in its entirety). The right essure is removed with tweezers without difficulty and the left essure (almost complete) is cut with scissors [spinal x-ray] on (B)(6) 2016: disc osteoarthritis of c5-c6 and c6-c7, uncoarthrosis [ultrasound scan] on (B)(6) 2010: essure echo can be seen in the lower cavity; (date unknown): uterus normal size. Normal appendices. Essure which has part of its length in the endometrial cavity. [X-ray of pelvis and hip] on (B)(6) 2009: proper essure post-insertion control quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: periods were painless in the past. No allergy tests performed before essure insertion. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("haemorrhages"), dysmenorrhoea ("very strong period cramps"), headache ("strong headaches"), multiple allergies ("allergies all over my body"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general worsening of my mouth"), gingival disorder ("general worsening of my gums"), urinary tract infection ("urinary tract infections"), sciatica ("sciatica"), fatigue ("general fatigue"), blindness ("vision loss") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, genital haemorrhage, dysmenorrhoea, headache, multiple allergies, alopecia, tooth loss, oral disorder, gingival disorder, urinary tract infection, sciatica, fatigue, blindness and mood swings was resolving. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, mood swings, multiple allergies, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure. The reporter commented: since the insertion of the ¿essure¿ devices I have been suffering all these ailments for years, which have led me to require the use of the general medical services and the emergency medical services very frequently for the listed symptoms. Problems in the relationship with my partner. However, I never received an explanation for all the pain and discomfort I suffered. Finally, in 2017 I decided to have the essure device removed, since at that time I had been advised to do so by several gynecologists after the problems the device caused in other women. From the moment I had the device removed, and even though it was done via a surgical procedure, the symptoms (or most of them) started to disappear, and I promptly started to feel much better. Despite the general improvement, bodily injuries still persist. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.